Manufacturer narrative:
(B)(4). Additional information received from the customer regarding the event: "physician kept increasing oxygen flow but infant desaturating. Changed out to ram cannula and was able to lower oxygen flow and stabilize infant." Additional information was requested regarding the report of patient desaturation; however, no additional information was received at the time of this report. Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturer (shengyurui medical) reports that a CAPA was previously opened for kinked tubing; however, because no sample was returned for this complaint, it is unknown if the issue in this complaint is related. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section h.1.- type of report corrected to 'serious injury'

Event description:
It was reported "infant cannula soft and kinking" while use on patient. No patient harm or injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "infant cannula soft and kinking" while use on patient. No patient harm or injury reported. The condition of the patient is reported as "fine".